Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection on the returned device via the naked eye noted the pcm (personal control module) shipping tab was not removed from the pcm. According to the product directions for use, the pcm shipping tab must be removed from the pcm before connecting the device to the patient. Failure to remove the pcm shipping tab will cause continuous infusion and patient may receive higher than intended basal dose of medication. A functional flow rate test was subsequently performed on the device. During the functional flow rate test, the pcm shipping tab was removed. Based on the functional flow rate test result, the infusor device was found to meet product specifications. No other issues were found during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced chest pain while using a baxter infusor for regional anesthesia with a patient control module over-infused naropeine 0.2%. It was reported the pcm (patient control module) shipping tab was not removed from the pcm before connection of the infusor to the patient. The fill volume was 200ml to infuse at a rate of 7ml/hour for 24 hours. The patient was connected in the early afternoon, and during a control check that night, the device was noted to be empty. Subsequently, the patient experienced chest pain. The nurse reported that she had taped a band aid and that the bolus was not used. No further information was provided regarding whether the patient received medical intervention or regarding the outcome of the patient from the event. No additional information is available.